Event description:
A user facility registered nurse (rn) reported they received several reports from staff that with new this tubing set they keep getting elevated venous pressure caused by blood backing up into the transducer protectors. Even when connected securely to the machine, this backup often led to positive tmp. Changing transducer protectors oftentimes fixed it. They conclude it could be due to the new transducer protectors that came with the tubing set. Upon follow-up, the rn stated the issues occurred mostly during treatment and the machine prompted with either an arterial blood pressure or venous pressure alarm. The machine, a 2008t, was used and no issues were noted with the machine. A fresenius hemodialysis machine and dialyzer were also being used. No loose connections were noted and no defect or damage was seen on the bloodline. No issues were noted during priming. The sample was reportedly available to be returned for evaluation. Two photos were provided for the investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.